Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly and no battery loose treads during our visual inspection. The operating currents are and no unexpected battery out limit alarm during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally submerged the pump in water when she got into a pool. Customer stated that she had a battery out limit alarm once she got out of the pool. Customer stated that the buttons are not working. Customer mentioned that the act and up/down arrow buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.